Manufacturer narrative:
Device is not available for evaluation as it is implanted in the patient. If additional information is received, it will be reported on a supplemental report. Device is implanted in patient.

Event description:
It was reported by the company sales representative that during a delta case, the circulating nurse discovered two 1.7x3mm screws were past their expiry. Expiration date was 10/01/2014. The surgeon still decided to use the screws to complete the surgery. There were no surgical delays or adverse consequences reported.

Manufacturer narrative:
Although the device was not returned for investigation the reported event could be confirmed. The reported lot# revealed that the screw was used (february 25th 2015) beyond their expiry date (october 1st 2014). The expiration date is stated clearly on the label of the product and the IFU contains a warning not to use the products if the expiration date is exceeded. In this case the sales rep had handed over the product from his inventory to the hospital without paying attention to the expiry date. The circulating nurse noticed the expiration date of the 2 affected screws (part 70-17203: 1.7 x3mm, package of 2/each) after implantation and notified all parties in the operating room. The sales rep alerted the attending surgeon and staff that the product was not indicated for post expiration date usage/implantation and that the delta screws should be removed. The attending surgeon chose not to remove the affected product. (B)(4). Indications for any further manufacturing or material related problems were not determined in the investigation. Device unavailable for evaluation as it is implanted in the patient.

Event description:
It was reported by the company sales representative that during a delta case, the circulating nurse discovered two 1.7x3mm screws were past their expiry. Expiration date was 10/01/2014. The surgeon still decided to use the screws to complete the surgery. There were no surgical delays or adverse consequences reported.